Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was no adverse impact to the customer related to the reported issue. Reportedly, the customer was experiencing the out of range issue while the pump was worn with the screen facing the customer's body. The customer was able to regain connection between the pump and the transmitter by wearing the pump with the screen facing outward.